Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device could not function properly because the backing remained on one of the electrode pads. In this state the device may not be able to deliver defibrillation therapy if needed. The customer, (B)(6) chief of emergency medical services, reasonably concluded that the device did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The device was returned. Physio-control evaluated the customers device and verified the reported issue. Upon the initial inspection, the red pad was confirmed to have been removed from the plastic backing however, the plastic backing was still adhered to the yellow pad, indicating the yellow electrode pad plastic backing was likely not removed per the operating instructions. Based on the physio-control investigation findings, the efforts to duplicate the state of the device and electrodes as received were successful only when removing the electrodes by pulling from the bottom from the pad. Therefore, the root cause of the issue reported issue was likely user error, as it does not appear the red loop on the yellow electrode pad was pulled as directed by the lifepak cr2 operating instructions, section ¿basic steps for using the lifepak cr2 defibrillator¿. The device passed all functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device could not function properly because the backing remained on one of the electrode pads. In this state the device may not be able to deliver defibrillation therapy if needed. The customer, stan paynter chief of emergency medical services, reasonably concluded that the device did not cause or contribute to a death or serious injury.